Event description:
It was reported that during a tibial artery chronic total occlusion (cto) intervention, the armada balloon was advanced to the lesion, and inflated without issue. During a second inflation, the balloon failed to hold pressure. The device was removed without issue and another device was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Functional testing confirmed the reported hub leak at the guide wire port. While a search of the lot history record indicated no related non-conformance records for this specific lot, based on an expanded related record review and investigation, a product issue related to leaking from the guide wire port of the hub has been identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.